Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 21:09:56. During night drain cycle three, the patient's ultrafiltration reading was 1445ml, indicating the home patient (hp) drained 1445ml more than their maximum programmed fill volume of 2400ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the issue was confirmed through the review of the event history logs. The cause was unable to be determined. Should additional relevant information become available, a follow up medwatch will be submitted.